Event description:
It was reported in case report in the ¿journal of vascular and interventional radiology¿ titled, " thrombus burden, caval thrombosis, and retrieval of the denali inferior vena cava filter", denali filter inserted into 500 patients underwent retrospective, observational, descriptive study. The patient experienced caval thrombosis/occlusion at retrieval site and small perforation was identified. Further, it was reported that filter was migrated inferiorly and tilted with tines in the right renal vein.

Manufacturer narrative:
Jain vs, johnstad c, ferrer s, koepsel ek, mao l, kleedehn m. Thrombus burden, caval thrombosis, and retrieval of the denali inferior vena cava filter. J vasc interv radiol. 2025 jan;36(1):152-157. Doi: 10.1016/j.jvir.2024.09.013. H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in case report in the ¿journal of vascular and interventional radiology¿ titled, " thrombus burden, caval thrombosis, and retrieval of the denali inferior vena cava filter", denali filter inserted into 500 patients underwent retrospective, observational, descriptive study. The patient experienced caval thrombosis/occlusion at retrieval site and small perforation was identified. Further, it was reported that filter was migrated inferiorly and tilted with tines in the right renal vein.

Manufacturer narrative:
Jain vs, johnstad c, ferrer s, koepsel ek, mao l, kleedehn m. Thrombus burden, caval thrombosis, and retrieval of the denali inferior vena cava filter. J vasc interv radiol. 2025 jan;36(1):152-157. Doi: 10.1016/j.jvir.2024.09.013. H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.